Manufacturer narrative:
This report is submitted on april 06, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and a possible infection at implant site. Subsequently, the patient was treated with antibiotics (date and type not reported) and patient was placed under general anesthesia to replace abutment.